Manufacturer narrative:
Corrected :d3 - mfg establishment name, manufacturing plant address 1, city and zip code corrected : d3 - mfg establishment name and g1 - contact office establishment name no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device will not start water flow after reaching over temp of 44 degrees, it will restart after unit cools down during preventive maintenance. There was no delay of therapy. There was no patient involvement.